Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'constant air in line' was reproduced. A review of the event history log (ehl) revealed 'constant air in line' messages. The reported condition was verified. The cause of the condition was determined to be the out of calibration ultrasonic sensor. The ultrasonic sensor assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed air in line. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.